Manufacturer narrative:
The patients' age, date of birth, sex, and weight were not supplied. The field service engineer (fse) performed several hardware repairs on the instrument but still noted imprecision. The fse performed a second low level precision run and noted a wash carousel temperature error. Inspection revealed significant corrosion due to wash buffer beneath the mixer assembly as well as a shorted wire to the heater pad which had broken off. The fse replaced the heater tape and powered on the instrument. While priming, the fse noted bubbles inside of the wash pump. The fse replaced the wash pump and fluidics manifold. The fse ran a high sensitivity system check which failed. The fse checked the mixer motor speed and noted it was running slightly low. The fse adjusted the mixer motor speed. The fse ran a passing high sensitivity system check which met specifications. In conclusion, the cause of the non-reproducible accutni+3 results is due to a system malfunction although no one part can be implicated. (B)(4). All related reports MDR 2122870-2015-00032 , MDR 2122870-2015-00033 , MDR 2122870-2015-00034.

Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for four patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system. The customer stated the falsely elevated troponin I (accutni+3) results were reported outside the laboratory. The customer reanalyzed the patient's samples on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results. Three of the patient samples were reanalyzed on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and recovered within the customer's reference range. There was no report of patient injury or change in patient treatment associated with this event. The customer noted the system check and accutni+3 calibration passed within specifications. The customer noted erratic quality control (qc). The patient samples were collected in lithium heparin plasma tubes. Samples are centrifuged at 8000 rpm for 3 minutes at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This report is one of three reports, documenting the three event dates: MDR 2122870-2015-00032 addresses patient results obtained on (B)(6) 2014, MDR 2122870-2015-00033 addresses patient results obtained on (B)(6) 2014, MDR 2122870-2015-00034 addresses patient results obtained on (B)(6) 2014.